Manufacturer narrative:
The cartridge(s) have not been returned to animas for evaluation. If the device(s) are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12/13/2012 device evaluation: a retained cartridge sample from lot # b201821 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm), alleging a cartridge air bubble issue. The patient indicated that he had problems with air bubbles in his cartridges for the previous several months. Two hour prior to contacting anm on (B)(6) 2012, the patient reportedly ate dinner and took 4.6 units for carb coverage. At the time of contact with anm, the patient had a blood glucose (bg) level of "361 mg/dl" with no symptoms. The patient then noticed a large air bubble in the cartridge and air bubbles in the tubing. The patient claimed that the bubbles had been occurring repeatedly. The patient had also contacted anm on (B)(6) 2012, to report the air bubble issue. The patient explained that he had been following tips from given by the representative involved in that contact. He was filling the cartridges with room temperature insulin. He was cycling the plungers properly and making sure the connections were secure. The patient's cartridge filling technique was reviewed and no issues were found with troubleshooting. The patient was able to remove the air bubble from the current cartridge by priming the cartridge. He also was able to remove the air bubbles from the tubing by performing the rewind, load, and prime steps. The patient was sent replacement product. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had an air bubble cartridge issue. However, there is no evidence that the cartridge issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.